Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection that originated from the implantable pulse generator (ipg) hardware. The patient underwent valve surgery for endocarditis. The implantable pulse generator (ipg) system was explanted and replaced by a leadless ipg. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.